Manufacturer narrative:
The reported event of failure to capture was confirmed. A complete lead was returned in one piece. The helix was retracted and clogged with blood/ tissue. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures. Electrical testing found internal shorting due to over-torquing the inner coil inside the connector region. The cause of the reported event was isolated to internal shorts found due to over torquing the inner coil inside of the connector region consistent with procedural damage. Visual inspection of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead was placed; however, loss of capture was observed during lead testing. Multiple implant locations were attempted without success. The rv lead was not used and replaced to complete the procedure. The patient was discharged following the procedure.